Manufacturer narrative:
A device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated device outside of its original package and without a lot number was received for evaluation. The sample was visually checked against the product specification and the reported condition was not seen in the returned device the hydromer was able activate and the stylet was withdrawn without a problem. As the reported condition could not be duplicated, the complaint remains unconfirmed based on the returned sample analysis. During the investigation, a thorough review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions that could trigger the reported condition. The most likely root cause is indicative of a failure of the hydromer to activate during use making it difficult to remove the stylet from the feeding tube. The IFU instructions for the insertion of the feed tube and extraction of the stylet recommend using a syringe, to inject approximately 10 cc of water into the tube to activate the hydromer coating. A corrective/preventative action plan is deemed required since the reported condition is identified. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, when a physician¿s assistant inserted the feeding tube and she tried to pull the guidewire out, the guidewire came out a few inches and then wouldn¿t come out any further. She ended up pulling the tube out and they had to replace it with another. There was no harm to the patient involved.